Manufacturer narrative:
The reported complaint of error message "system error, out of service, revert to manual CPR" on the autopulse platform (sn (B)(4)) was confirmed during power on and archive review. The investigation findings determined that the root cause of the reported complaint was due to a defective system processor board. Unrelated to the reported complaint, a damaged encoder cover and motor cover were observed during visual inspection. These physical damages were likely due to normal wear and tear. The damaged encoder cover and motor cover were replaced. The autopulse platform is a reusable device and was manufactured in december 2005. The device has been operating for nearly 13 years and has reach its expected serviceable life of 5 years. During archive data review, latch error 136 - invalid parameters block identified on the date of the reported event. Thus, confirming the reported complaint. Initial functional testing could not be performed due to system error, out of service, revert to manual CPR. The platform is unrepairable due to exceeded service life. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
As reported, during shift check, the user's autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.